Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) got stuck coming out of injector additional information revealed that the issue was in fact that the iol was implanted and removed because it was torn. The iol was removed during the same procedure. There was no patient injury or secondary surgical procedure required. The patient is doing fine. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was discarded by the customer. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.